Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00089. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed a pump stop associated with electrostatic discharge (esd). The evaluation of the submitted log files also confirmed transient low flow alarms; however, a specific cause for these events could not be conclusively determined through this investigation. The controller event log file captured one pump stop event on (B)(6) 2017 at 5:06:51 am, lasting approximately 2 seconds. This event appeared consistent with an electrostatic discharge (esd) event. Transient low flow fault flags were captured on (B)(6) 2017 when the flow dropped below the threshold of 2.5lpm. The faults resulted in four low flow hazard alarms, which were captured on (B)(6) 2017 at 7:30:28 am, 7:32:47 am, 7:35:59 am, and 7:36:14 am. Despite the observed alarms, the pump appeared to have functioned as intended before and after the pump stop event. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 instruction for use (IFU) provides information regarding electrostatic discharge and warns to avoid activities that could create static electricity. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. It also describes the actions to take in the event of a low flow alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Corrected information: this complaint does not qualify as a reportable event as event information suggests the pump stoppage occurred due to electrostatic discharge.

Event description:
It was reported that patient was in clinic and log file analysis by the technical service representative who confirmed one pump stoppage event. Clarification was received from the lvad clinician on 28dec2017 confirming that the lvad system has not produced any further pump stoppages. No additional information was provided.